Manufacturer narrative:
The association between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges that they were experiencing infections of the eye while using the device and were provided with eye drops, unspecified medication. The patient was fit by the health care provider into a daily disposable contact lenses and continues to wear contact lenses without issue. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution. Additional information received will be provided as a supplement report.